Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dermatitis contact ("diagnosis of contact dermatitis to nickel") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of knee operation and allergy to metals. Previously administered products included: iud nos. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced dermatitis contact (seriousness criterion intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("pain in her right iliac fossa"), pyrexia ("fever"), urticaria ("urticaria"), abdominal pain upper ("epigastric pain") and dyspnoea ("dyspnoea."). The patient was treated with omeprazole and paracetamol as well as surgery (bilateral salpingectomy).essure was removed on (B)(6) 2014. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, abdominal pain upper, dermatitis contact, dyspareunia, dyspnoea, pyrexia and urticaria to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2013: devices were inserted correctly. [Ultrasound scan vagina] on (B)(6) 2013: no significant findings. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dermatitis contact ("diagnosis of contact dermatitis to nickel") and pelvic inflammatory disease ("mild pelvic inflammatory disease,") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of knee operation and allergy to metals. Previously administered products included: iud nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 days after essure insertion, she experienced abdominal pain lower ("pain in her right iliac fossa") and pyrexia ("fever / having had a high temperature of 38"). Essure was removed on (B)(6) 2014. An unknown time later she experienced dermatitis contact (seriousness criterion intervention required), dyspareunia ("dyspareunia"), urticaria ("urticaria"), abdominal pain upper ("epigastric pain"), dyspnoea ("dyspnoea."), erythema ("erythematous lesions"), pelvic inflammatory disease (seriousness criterion medically important), nausea ("nausea") and salpingitis ("possible salpingitis"). The patient was treated with omeprazole, paracetamol, antihistamine allergy relief (diphenhydramine hydrochloride), corticosteroid nos, ampicillin, gentamicin and clindamycin as well as surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, abdominal pain upper, dermatitis contact, dyspareunia, dyspnoea, erythema, nausea, pelvic inflammatory disease, pyrexia, salpingitis and urticaria to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2013: devices were inserted correctly. [Ultrasound scan vagina] on (B)(6) 2013: normally inserted devices were visualised, and a transvaginal ultrasound, producing no significant findings.; on (B)(6) 2014: which revealed tenderness in the back of the pouch of douglas and in the right iliac fossa. The suspicion of right salpingitis remained and the antibiotic treatment was changed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-dec-2023: new events erythema, salpingitis, pid & nausea were added. Treatment drugs added. Medical history updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("diagnosis of contact dermatitis to nickel") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of knee operation and allergy to metals. Previously administered products included: iud nos. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced allergy to metals (seriousness criterion intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("pain in her right iliac fossa"), pyrexia ("fever"), urticaria ("urticaria"), abdominal pain upper ("epigastric pain") and dyspnoea ("dyspnoea."). The patient was treated with omeprazole and paracetamol as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, dyspareunia, dyspnoea, pyrexia and urticaria to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2013: devices were inserted correctly. [Ultrasound scan vagina] on (B)(6) 2013: no significant findings. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.